Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different wall adapter. It was confirmed that the pump was able to be charged with a different wall adapter. In addition the customer reported that the usb cable was frayed with wires exposed. The customer believes this was causing issues with charging. There was no impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer.